Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Section d6b: date of explant is unknown. Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information was known or received.

Event description:
It was reported that surgical intervention was undertaken wherein the patient's system was explanted at an unknown date and for an unknown. No further details were provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.